Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a backup alarm failure occurred. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) confirmed the error code in the logs. The rse provided the customer with the part number of the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.